Event description:
Alleged the head end brake casters are hard to set and sometime will not set in brake at all.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.